Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, no specific pt info, pump programming, or event details were not available. During testing, unrestricted flow was noted from the distal end of the tubing set when the door of the device was opened. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.